Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing/review. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, as the doctor was inserting the 6/7f mynx control vascular closure device (vcd), the clear plastic part of the housing where the peg sealant is being concealed got caught on the 6f non cordis sheath and folded back on itself. The doctor pushed the peg sealant (with the clear plastic housing still peeled back into the sheath) introducing the peg to a blood and saline mixture, thus prematurely expanding the sealant. A new mynx control device was opened and successfully deployed to close the femoral artery. There was no reported patient injury. The device will be returned for evaluation. Addendum: product analysis demonstrates that the sealant sleeves were identified as separated since only one portion of the sealant and sealant sleeves were returned with the device.

Manufacturer narrative:
As reported, as the doctor was inserting the 6f/7f mynx control vascular closure device (vcd), the clear plastic part of the housing where the polyethylene glycol (peg) sealant is being concealed got caught on the 6f non-cordis sheath and folded back on itself. The doctor pushed the peg sealant (with the clear plastic housing still peeled back into the sheath) introducing the peg to a blood and saline mixture, thus prematurely expanding the sealant. A new mynx control device was opened and successfully deployed to close the femoral artery. There was no reported patient injury. A non-sterile ¿mynx control vcd 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection revealed that button 1 and button 2 were not depressed. The syringe and procedural sheath were not received for evaluation. The sealant sleeves were identified as separated, as only a portion of the sealant and sealant sleeves were returned with the device; the other portion was not returned for evaluation. Based on the visual analysis, the sealant appears to have been partially deployed and has come into contact with blood. The balloon was received fully deflated. No other anomalies or damages were noted during the visual inspection. A dimensional test was not performed on the returned device due to the observed separation of the sealant outer sleeve assembly. Per functional analysis, a deployment test was not performed on the returned device due to the observed separation of the sealant outer sleeve assembly. Additionally, the sealant appears to have been partially deployed and has come into contact with blood, indicating a possible activation of the system prior to complete catheter withdrawal. A high-magnification microscopic examination confirmed the separation of the sealant outer sleeve assembly observed in the visual analysis. Additionally, the sealant appears to have been partially deployed and has come into contact with blood. Also, verification of compatibility with the sheath used per the device instructions for use (IFU) could not be performed due to the observed separation in the sealant outer sleeve assembly. The reported event of ¿sealant sleeves (cartridge assembly)-kinked/bent¿ was not confirmed through analysis of the returned device since there were no kinked/bent conditions noted. However, since a portion of the sleeves was missing with the returned device, a ¿sealant sleeves (cartridge assembly)-separated¿ condition was noted. Additionally, the reported event of ¿mynx control system-deployment difficulty-premature¿ was confirmed due to the exposed sealant from the separated sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion and/or incorrect insertion angle), and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. However, as the user did not report that the sealant sleeves were separated off the device, it is unknown if this received condition occurred due to manipulations after the procedure. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, as the doctor was inserting the 6/7f mynx control vascular closure device (vcd), the clear plastic part of the housing where the peg sealant is being concealed got caught on the 6f non cordis sheath and folded back on itself. The doctor pushed the peg sealant (with the clear plastic housing still peeled back into the sheath) introducing the peg to a blood and saline mixture, thus prematurely expanding the sealant. A new mynx control device was opened and successfully deployed to close the femoral artery. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.